Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery the lens was stuck in the cartridge then in the incision. The surgeon noticed the cartridge was deformed after the injection. A second lens was implanted but had resistance in the cartridge and appeared to be cracked at the periphery of the lens. This record is for the first lens. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Iol and d cartridge were returned separately. Additional observations were as follows: iol returned pressed down into well area of the iol case base. Solution is dried on both surfaces of the optic and one haptic. The other haptic is broken/torn and not returned. The optic is cracked/fractured rejectable. The used company iii d cartridge was evaluated. Inadequate viscoelastic is observed in the cartridge. No viscoelastic is observed in the nozzle or the tip. The nozzle has stress and the tip is split on the right side. Top coat dye stain testing was conducted with acceptable results. The root cause may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed in the returned monarch cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the event occurred during the progression of the implant through the cartridge as it is inserted into the patient's eye. The surgery was completed the same day.